Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has poor connection. The event has reported during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216) occurs, watertightness failure at switch. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is traced to moisture invaded inside the unit, internal charged coupled device (ccd) failed since watertightness failure occurred at the switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.